Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified evidence of aneurysm enlargement (amount unknown) of the distal right common iliac artery. The cause of the aneurysm enlargement is reported to be unknown, however it was reported that the contralateral leg component previously implanted in the right common iliac artery had partially lost circumferential device apposition to the aortic wall. According to the report, no evidence of endoleak was noted. On (B)(6) 2017, an additional procedure was performed to treat the aneurysm enlargement. The right internal iliac artery was coil embolized and two additional contralateral leg components were implanted for distal extension on the contralateral leg component previously implanted on the patient's right side. Additionally, a bare metal stent was implanted for further extension into the right external iliac artery. It was reported the patient tolerated the procedure.